Manufacturer narrative:
The investigation into the positioning issue has been completed. The impella pump was returned for investigation. The field log was reviewed, and purge flow and pressure were within specification prior to the purge disc being removed. The returned purge cassette was run through de-air, connected to the returned pump and purge fluid was confirmed to exit the purge gap. The cause of the failure mode was use related due to improper technique since the issue was unable to be reproduced and the purge was within specification during field use. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the pump position screen was displayed when priming was not complete. The reporter indicated the reason for restarting the pump was purge liquid did not flow out from the pump even in the final stage of priming. There was no patient harm reported, and this device was replaced.